Manufacturer narrative:
H4: the lot was manufactured from august 18, 2022 to august 19, 2022. H10: the device was received for evaluation partially filled with a solution. Visual inspection was performed and a white floating particulate matter (pm) was observed inside the fluid pathway of the sample. Further inspection verified a small white pm approximately 0.10 square millimeters in size floating inside the fluid pathway and possibly of acrylonitrile butadiene styrene (abs) material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a small particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was discovered, during visual inspection of the finished product. There was no patient involvement. No additional information is available.